Event description:
A customer reported an issue with the pump display having pixel problems, which affected their ability to read the screen. There was no adverse impact on the customer's blood glucose level, with levels maintained within the normal range. Customer support decided to replace the pump, and the customer would continue using the current pump as backup therapy. The pump was under warranty, and instructions were given to return the defective pump.